Manufacturer narrative:
Device evaluated by manufacturer: a promus premier btk mr 4.00 x 38 mm stent delivery system (sds) was returned for analysis. An examination (visual and via scope) of the crimped stent found stent damage. Stent struts pulled and stretched distally the whole length except for the first 6 proximal stent struts rows. The undamaged stent od (outer diameter) was measured using a snap gauge and the result was within maximum crimped stent profile measurement. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 22feb2021. It was reported the removal difficulties occurred. A below the knee endovascular procedure was being performed. This 4.00 x 38 promus premier stent delivery system was selected. During removal from the packaging, the stent was attached to the protective sheath and they were both pulled off the delivery system. No patient complication were reported and that patient status was good. However, device analysis revealed stent damage.